Event description:
During setup for carbon dioxide angiography procedure, an angioflush iii line system was attached to an angioflush ii collection bag. Since these two products are not compatible the staff added a stopcock to make them connect.